Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited an increase in threshold measurements, a slight increase in shock impedance to 100 ohms and decreased sensing. Non-invasive programmed stimulation (nips) was performed and failed due to undersensing. An x-ray was taken which did not show any significant findings. The cause of the increase thresholds and sensing issues were determined to be due to exit block. A revision procedure was performed the following day where the pacing portion of the rv lead was surgically abandoned. A new pace sense lead was successfully implanted. During the procedure the implantable cardioverter defibrillator (ICD) was also explanted for reported normal battery depletion. No additional adverse patient effects were reported.